Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported a cartridge change error message occurred when the customer attempted to load a new cartridge with multiple attempts. The customer's blood glucose level was 400 mg/dl which was addressed with a manual injection. While contacting tandem technical services the customer's blood glucose was reported within target range. The customer stated that would use manual injections as alternate insulin therapy.